Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was possibly a fracture of the right ventricular (rv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.